Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 20233 that the scrub nurse was unable to load the screwdriver into the handle, they tried a different handle but the screwdriver would not engage so they tried the original handle with a new screwdriver and this still wouldn¿t engage. Upon trying a different screwdriver with a different handle these engaged as they should. It is presumed the original handle and screwdriver shaft were both faulty. The surgery was completed in a timely manner and there were no other complications . There was no patient impact and the procedure was not due to the failure. The patient is doing well. This report is for one (1) scrdriver shaft plusdrive 1.5/2 long sel. This is report 2 of 2 for complaint (B)(4).